Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data received (B)(4) 2012. Reviewed data for session started (B)(4) 2012 thru (B)(4) 2012. Data confirms intermittent out of range/antenna icon as evidenced by gaps in transmission. Product returned received for receiver. No defect found during investigation for receiver.